Event description:
A high blower temperature error was reported. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(4). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The customer contacted product support and reported that the error message is showing on the display. Product support recommended on-site replacement of the blower assembly. An authorized service personnel (asp) replaced the blower to address the reported issue.